Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used. During an unknown procedure that the suture broke off in patient, all material was retrieved. Needle was retrieved by grasping with forefinger and thumb. No x-ray was needed to locate the needle. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/11/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: * please confirm if the entire suture pulled off/detached from the needle or if the suture broke into separate pieces. ¿ entire needle detached from suture * can you identify the lot number of the product used? ¿ all packaging was thrown out, lot number is unknown * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) ¿ colleen chessari, supply chain or manager to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.